Manufacturer narrative:
(B)(4). Batch # 500a78. Investigation summary : the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device was returned with the anvil bent upwards and with a gst60w reload loaded on the device. The reload was received fully fired and with damage on reload deck. The manual override door was noted to be out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. No functional test was performed due the condition. The device opened without any difficulties noted. The damage to the reload is consistent with the device being clamped over a hard object. It is possible that the device was clamped over an excess of tissue causing the anvil to bend and for the firing stroke and the staple form to be incomplete. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that after approximately 10 firings into resection stapler seemed to stop. Surgeon opened the manual override door and reversed knife to release device from patient. Procedure successfully completed. No patient consequences reported. No further information is available.